Event description:
Info received indicates the right siderail will not stay up.

Manufacturer narrative:
The tech found the end tube was broken. He replaced the siderail end tube to repair the stretcher.